Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot of the prostyle device broke off in the patient upon removal of the device. An angiogram was taken but the foot of the device was not located. The method of achieving hemostasis was not reported. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the foreign body in patient and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.